Event description:
PICC line developed hole causing fluids to leak out of the line.

Manufacturer narrative:
An investigation has been initiated. When the investigation is completed, a supplemental report will be submitted.